Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a routine follow-up. Upon device interrogation, it was noted that the patient had several hour-long ams episodes, yet there was no alert for long at/af episode. The patient was stable and will continue to be monitored.